Event description:
A customer reported error message ¿2250 sample loader rack x1-step feed¿ on the aia-2000 analyzer. The customer stated the issue occurred when running two racks. During the processing of the second rack, the rack jammed, ejected the racks, and then completed an all-set home. When a new run starts, the issue reoccurs. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. The fse confirmed the complaint by observing when the rack moves away from the home position the error reoccurred. Fse identified the x-1 pitch sensor flag was not in the correct position when the rack was in sampling position. The fse adjusted the x-1 pitch sensor flag and resolved the complaint. The fse repaired and validated the analyzer by successfully performing sample rack rotation and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for failure mode "2250 sample loader rack x1-step feed failure" from 14dec2024 through aware date of 14jan2026. There were 9 similar complaints identified during the search period, including this case. Aia-2000 operator's manual on the appendix 4: error messages: (2250) sample loader rack x1-step feed failure cause: the pitch sensor did not activate during step feed (x1) operation. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignment of the x-1 pitch sensor flag.